Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope had an issue where the plan glass was found broken at the tube. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, the broken lens was confirmed which was likely due to excessive force. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.